Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving lioresal (baclofen) (500 mcg/ml at 416 mcg/day to 175 mcg/day) via an implantable pump for intractable spasticity. It was reported that while replacing the pump, the pump connector was thought to have been ligated by using electrocautery. The pump was prepared with lioresal 500 mcg/ml and reprogrammed to previous flex dosing pattern that patient has been maintained on for a few years. The pump connector was replaced and update per surgeon. The connector piece was on pump but disconnected from remaining implanted catheter. The hcp stated that the patient would be coming to the clinic today ((B)(6) 2022) because the patient was very weak and unable to speak. Upon arrival, the hcp stated that they had reduced rate but was wanting to turn pump off. After discussion, hcp reduced pump from 416 mcg flex dose to 175 simple continuous dose. The patient was brought to the ER (emergency room) and admitted. The patient become more alert and able to converse. The issue was resolved at the time of report. The patient's status was listed as "alive - no injury".

Manufacturer narrative:
Product ID: 8780, serial#: (B)(4), date implanted: (B)(6) 2016, date explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-mar-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.